Event description:
During night the pump had a no delivery alarm but the customer did not noticed it and the alarm was not cleared. The customer woke up with high bgs and ketoacidosis. The customer was hospitalized for one day. A replacement pump was requested.